Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a customer lasik treatment. Postoperatively, the left eye exhibited a small overcorrection and the surgeon noted some edema. It is unknown if the surgeon feels this patient is harmed/injured. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. This report was mailed to FDA on: 06/24/2009.